Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 22:09:06. During night drain cycle four, the patient's ultrafiltration reading was 1739ml, indicating the home patient (hp) drained 1739ml more than their maximum programmed fill volume of 2800ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the issue was identified through review of the event history logs. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device also received an internal/external inspection. The cause was determined to be a false empty detect and use error of inappropriately setting the minimum drain volume percent too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow up medwatch will be submitted.